Event description:
Chemo bag was spiked normally. After starting the chemotherapy flush, the secondary tubing above that pump was noted to be wet. At this time rn noticed chemotherapy dripping and leaking from the tubing at the bottom of the chamber, confirmed with another rn. Chemo was immediately stopped and taken down. Another set was prepared and administered to patient. There was no injury to the patient. The patient's outcome was not impacted by this event. Notably this model of tubing was recalled last year for the identical issue.